Event description:
The customer reported being hospitalized three times with high blood glucose over 700mg/dl. The customer stated that in one of his admissions they took off the insulin pump and was given insulin and sent home with a glucose level below 150mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The time and date were incorrect. Assisted the caller with correcting them. Reviewed the alarm history and found several low reservoir and no delivery alarms. The customer stated that since he wears a hearing aid, he may not hear. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.